Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 90.6, rate 2.1 and 7.45 was given. No adverse patient effects were reported. No additional information is available at this time.